Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro on a very large female patient 127kg, large fatty branches difficult to cut. Cut long and device smoked, sparked, and jaws seemed to deteriorate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro on a very large female patient (B)(6), large fatty branches difficult to cut. Cut long and device smoked, sparked, and jaws seemed to deteriorate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the jaws, harvesting handle, shaft and toggle switch. The silicon insulation was peeled and detached at the tip of the cold jaw. The detached silicon was not returned back. The jaws were examined under microscopy. The heater wire remained attached at the tip and base of the hot jaw but was very slightly flexed away in the center of the hot jaw. There was a significant amount of char and tissue buildup on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device passed the pre-cautery test; it produced a normal amount of visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed. No sparks or arcing were observed when the device was connected to the power supply and activated. An activation and transection capability test were performed over six (6) repetitions using "max life test method. The device activated and transected tissue six (6) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was evidence of dried blood on the inner filter of the toggle handle. Based on the return condition of the device, the reported complaint "failure to cut" , "spark" and "excessive smoke" was not confirmed. The analyzed failure "peeled jaw" and "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro on a very large female patient 127kg, large fatty branches difficult to cut. Cut long and device smoked, sparked, and jaws seemed to deteriorate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.